Manufacturer narrative:
Block h6: device problem code 3191 is being used to capture the reportable issue of procedure not completed successfully. Block h10: investigation results the returned acquire eus fnb needle was analyzed, and a visual evaluation noted that the working length (needle and sheath) was kinked approximately at 3cm from distal end. A functional evaluation noted that the stylet was not able to advance due to the needle kinked at distal section. Based on all available information and the condition of the returned device, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during the procedure could have led to the kink at distal section of the device and once the needle is kinked, it would cause issues to advance the stylet through the kinked section. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an acquire eus fnb needle was used during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was an issue with the device, however detail about the issue are unknown. Reportedly, the procedure was not completed successfully. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an acquired eus fnb needle was used during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, there was an issue with the device; however, detail about the issue are unknown. Reportedly, the procedure was not completed successfully. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.